Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "small/moderate amount of fluid posterior to implants".

Event description:
Healthcare professional reported left side "small/moderate amount of seroma," pain, and "fear of bia-alcl.". Healthcare professional additionally reported "circumscribed nodule in the left breast with probably benign characteristics... Which could correspond to an intramammary lymph node'" this event is not device related. Device remains implanted.

Event description:
Patient representative reported, capsular contracture, baker grade iii.

Manufacturer narrative:
The event of capsular contracture, baker grade iii is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.